Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an ¿alert 38¿ while attempting to change the cartridge and tubing. A dry run and rewind attempt could not be completed as the device displayed an "unable to proceed" message. The user switched to another ilet until a replacement could be provided. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.